Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in performing the reset, with the customer planning to call back if further assistance is needed.